Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.